Manufacturer narrative:
Pump was received with no escape and act button response due to corroded keypad traces. No button error alarm or moisture damage inside pump noted. Pump was received with scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and broken pump belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 92 mg/dl. Troubleshooting was able to resolve the issue. The device was returned for analysis.